Event description:
In this event the doctor reported that an estylus handpiece overheated while in use. There was no injury or intervention.

Manufacturer narrative:
In this event a doctor reported that the handpiece reportedly overheated. There was no injury or intervention. Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical / surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted when they become available.